Event description:
Received medwatch from risk mgr stating "a pt underwent a laparotomy with subtotal colectomy and anastomosis of the distal ileum to the rectum-sigmoid colon due to extensive colon ca. On 6/7/97 the pt complained of increasing abdominal pain, emesis, and fever. A CT scan of the abdomen on 7/6/97 showed a large amount as ascites and intestinal wall thickening. The pt deteriorated experiencing hypotension and respiratory failure. He was taken to surgery which showed a frank abcess cavity with fibrinous exudate around the ileorectal anastomosis. The anastomosis was gently explored and a leak was noted where the staple lines had coalesced." The risk manager reported the tlc75 and tl60 staplers were used in the case as well as a ussc roticulator 55-4.8. The sales rep was notified to follow up.